Manufacturer narrative:
The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during bench testing; the battery would not flash red when connected to a battery charger. Analysis of the device passed visual examination and functional testing. Log file analysis was not conducted since log files were not available. No failure detected; the battery passed functional testing. Additionally, the battery did not flash red when connected to a battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the status light on the battery charger&#2071;as showing "flashing red" when the battery was connected; after reconnection "green" after one hour using at the controller complete battery failure . The battery was switched to the other port. The battery was replaced from hospital stock.